Event description:
Reportedly, during the implant attempt, the physician faced difficulties to position and to fixe the lead in the atrium. According to the field, the screw could not be extended. Several position were tested in the atrium but the screw does not extend. The lead was not implanted.

Manufacturer narrative:
Additional information: the lead was not returned for the investigation. Summary of the investigation: analysis of the manufacturing record does not present any product rejections during the manufacturing process nor deviations that could result in the reported incident. As the lead was not returned for investigation, the cause of the reported issue during the implantation attempt could not be determined. No further investigation could be performed. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, during the implant attempt, the physician faced difficulties to position and to fixe the lead in the atrium. According to the field, the screw could not be extended. Several position were tested in the atrium but the screw does not extend. The lead was not implanted.